Manufacturer narrative:
This report is based on information provided by philips and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+, indicating that the ECG exhibited interference. The report stated that the device was in use at the time of the event, and there was reportedly no patient harm. We made multiple attempts to request information about the cause and resolution of the reported problem, but no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We cannot confirm the cause and final disposition of the device due to the customer's lack of response to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not respond to multiple attempts to obtain additional information.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited ECG interference. There was no reported patient impact ot injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution namecheck spelling: (B)(6).